Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for this similar product is k020332. Method: the returned device was visually inspected. We were unable to carry out a lot check, as no lot information was provided with this complaint. Results: during production, a plastic cuff is inserted into either end of the dry line tube of the breathing circuit. The cuff is inserted by an operator using a jig to guide its insertion. The plastic cuff on one end of the dry line tube was not tightly secured. Conclusion: the operator did not completely insert the plastic cuff into one end of the dry line tube during production. Our monitoring and trending of loose cuffs on the connectors of adult breathing circuits has a rate of occurrence worldwide (B) (4).

Event description:
A hospital (B) (6) reported via our distributor that the connector of an rt125 infant breathing circuit was loose and easily detached. No pt consequence was reported.